Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an impella of unknown type was providing support to a patient of unknown details. While in the intensive care unit, there was a controller failure and automated impella controller (aic) alarmed 'impella defective alarm'. An aic trasnfer was performed. The input issue will be conservatively reported for hemodynamic instability as an aic exchange was performed, but there was no lasting harm or injury reported.

Manufacturer narrative:
Selected b1. Is product problem was omitted during initial report. D3 manufacturer fax was omitted during initial report. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the reported controller failure was determined to be corrupted pud firmware. The underlying cause of the firmware corruption could not be determined.